Manufacturer narrative:
(B)(4). Date sent: 1/21/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of implant? What is the lot number for the lxmc16 linx device? Were there any other contributing factors that led to the removal of the device other than the patient¿s anxiety? Does the surgeon believe that there was an alleged deficiency with the linx device? If yes, please explain. Is the patient doing well since removal?

Event description:
It was reported that the linx device was explanted on (B)(6) 2019 due to patient anxiety around having the implant. It was originally implanted due to gerd. There were no patient consequences.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2019. What is the lot number for the lxmc16 linx device? Requested from customer. Were there any other contributing factors that led to the removal of the device other than the patient¿s anxiety? No, just anxiety. Does the surgeon believe that there was an alleged deficiency with the linx device? No alleged deficiency with device. Is the patient doing well since removal? Patient is doing well.